Manufacturer narrative:
Occupation: other healthcare professional. PMA/510(k) number: pre-amendment. Device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during varicose vein ablation, the dilator of the micropuncture transitionless stiffened cannula access set pushes back into the introducer and is not locking in place. The introducer starts to "flare" like a bell when it comes in contact with the skin and is unable to penetrate it. Once it has stretched to a flared appearance rather than a cone appearance, it no longer can glide through the tissue. There was no scarring at the access site and patient anatomy was described as "normal". There was no patient adverse effect as a result of this occurrence. During preliminary inspection of the returned product, tip damage was noted on 27mar2019, and appears to be split. The inner and outer catheter locked together without difficulty. Both the inner and outer catheter have tip damage.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation a review of the complaint history, device history record, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The visual inspection of the complaint device confirmed the tip of the dilator and the sheath were damaged, the tip of the sheath was split slightly. Of note, seven unopened devices from the complaint lot were returned along with the complaint device. Analysis confirmed that these devices were free of damage and functioning as designed. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufactures instructions and quality control procedures were conducted, and no gaps were discovered. As this device is not sold with instructions for use, no review of instructions, indications, warnings, or precautions could be completed. Based on the information provided and the examination of the returned product, investigation has concluded the cause of this event cannot be traced to the device. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.